Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable and unresponsive. Reportedly, there were white and grey lines on the screen and the customer was unable to interact with the pump. The customer's blood glucose level was 75 mg/dl. Tandem technical support (cts) advised the customer that this was a screen issue; however, the customer wanted to try to troubleshoot. Cts advised the customer to trigger a button alarm to see if the screen changes. Customer was not connected to the pump at the time of the call and the button alarm did not change the screen. The customer wanted to try to reset the pump. Cts let the customer know that resetting the pump would be off-label troubleshooting and the screen would not change. The customer insisted on doing a reset during the call; however, the screen did not respond. The customer would reach out to health care provider for manual injections and declined further follow up from cts.